Event description:
During an in clinic follow up, episodes of post paced t wave oversensing were observed. Technical support was contacted and suspected the post paced t wave oversensing was due to fusion/pseudofusion also noted episodes of far field r wave oversensing, and inappropriate mode switching. Technical support recommended reprogramming. No intervention has been performed at this time. The patient was stable and will continue being monitored.